Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the family member reported the symptoms and thought the device was dead. It was not. The infection was a urinary tract infection, not deep brain stimulation (dbs) related. The infection resolved and battery change was performed. Additional information was received reiterating that the family member thought the device was dead, but it was not. The patient¿s son said in pre-op the patient was dyskinetic and not well managed. They originally thought the device was dead because the patient had a return of symptoms of previously managed system. The battery was replaced due to normal depletion. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not have any procedure done on (B)(6)2020 due to an infection